Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the carbide insert was lifted up from the tip causing the grip to close and grasp. The insert was still attached on the grip. There were indentations at the edge of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s surgical procedure the mega suturecut needle driver instrument would not grasp. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.